Event description:
Due to patient size, the catheter had to be passed in 2 stages. During the second pass, the tip of the catheter passer broke off in the patient. The tip has barium in it. The hcp attempted to find the tip under fluoroscopy, but was unsuccessful. The patient status was reported as 'recovered without sequela'.

Manufacturer narrative:
On 12/18/2008, the catheter passer has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.